Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on-site and confirmed that the c-arm was unable to perform geometry movement. During troubleshooting, the fse determined that during a previous replacement of the amc (automatic motion controller) triple drive, the sid (source-to-image distance) shift motor dropped and struck the lower metal end, damaging the sid shift motor and force sensors. To resolve the issue, the fse replaced the sid shift motor and force sensor and then installed a new amc unit. The defective force sensor was returned to philips for failure analysis, and the analysis showed that the dc load values were stuck at the same number and did not change. After the replacement, the system was returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the product user must institute a user routine checks program. The user of the product should make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.